Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported inability to turn on standby, with the front frozen, flashing lights, the light powering on when the automatic button was activated, and inability to switch co2 or change airflow during inspection for use involving an olympus xenon light source. There was no patient harm reported.